Manufacturer narrative:
Device received with ghosting segment isolated to the lcd board. Device received cracked case at display window corner. Device received with cracked reservoir tube lip. Device received with cracked lcd window.

Event description:
Customer reported via phone call that there was a crack on the upper hand corner going out from the display. Customer's blood glucose was unknown. There was a dark rectangle on the screen. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with ghosting segment; the problem is isolated to the lcd board. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip and cracked lcd window.